Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt ECG "c" cable was not recognized. The failure was isolated to a defective u402 component on the belt node pca. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged belt.